Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported from a cord blood processing facility that there was a leak from the tubing component of the device that is to be connected to the cord blood collection bag. The location of the leak was identified on a photograph as originating at the tubing overlaying a bushing connecting the transfer tubing to the transfer spike that was used to empty the collection bag into the 200 ml. Transfer bag component of the device.